Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2017.

Event description:
It was reported by an attorney that the patient underwent right inguinal hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent right groin exploration, drainage of seroma and repair of right inguinal defect on (B)(6) 2015. It was reported that the patient underwent recurrent right inguinal hernia repair surgery on (B)(6) 2015. It was reported that the patient underwent recurrent right inguinal hernia repair surgery on (B)(6) 2017. It was reported that the patient underwent bilateral inguinal hernia repair surgery on (B)(6) 2012 and two mesh products were implanted. It was reported that the patient underwent ilioinguinal nerve block on (B)(6) 2012. It was reported that the patient underwent left groin exploration and ligation of the ilioinguinal nerve due to nerve entrapment in the mesh with neuroma on (B)(6) 2012. It was reported that the patient underwent left groin exploration, neurolysis, left ilioinguinal nerve resection and recurrent left inguinal hernia repair on (B)(6) 2013. It was reported that the patient underwent removal surgery and left inguinal hernia surgery on (B)(6) 2014. It was reported that the patient underwent left inguinal hernia repair surgery on (B)(6) 2014. It was reported that the it was reported that the patient experienced severe pain, nerve damage, dense adhesions, disfigurement, seroma, mesh migration, scarring, nausea, chills, inflammation, loss of appetite and weight loss. Other procedures are captured under separate files. No additional information is provided.